Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the morphine cubie was opened when the neomycin cubie was accessed by the user. A field service engineer (fse) confirmed that the lock on the morphine cubie pocket was broken, and the morphine was moved to another cubie and cubie pocket was ejected. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie is not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.